Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician treated the right common iliac artery with a protégé gps, and stenting in the right sfa ((B)(6) 2012). Approximately 30 months post index procedure: the patient was admitted to undergo pta and atherectomy due to complaints of right lower extremity discomfort ((B)(6) 2014).